Event description:
It was reported that there was suspected loss of capture (loc) on the left ventricular (lv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) was consulted, and programming enhancements were discussed. The physician opted to reprogram the vector as well as the pacing output. No adverse patient effects were reported. This lead remains in service.